Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 219 mg/dl at time of incident. Another blood glucose level was 337 and 80 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection insulin pen in hospital. The customer stated that the symptoms related to high blood glucose such as shaking. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering because in breakfast they did not eat much and added insulin and blood glucose kept going up. Customer stated that they performed displacement test and insulin pump did pass it. Customer stated that they performed self test and got hardware low level failure alarm. The customer stated that the insulin pump was possibly exposed to high magnetic fields. The device will not be returned for analysis.